Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system had been plugged into working outlets. Uninterrupted power supply (ups) lights were not on and there was no power to the main cart or camera cart. The ups and battery were replaced. The system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the returned battery was measured at the connector and was found to not have voltage. It was noted that the top cap of the inline fuse was easily removed and suspected to be at fault. Analysis found that the reported event was related to an electrical issue. The returned main cart ups was tested and found to be operational over a 72-hour period, however the ups failed to charge the connected battery. When the battery was fully depleted, the ups charging circuit charged at .3 amps or less, compared to an expected charge of 1-1.5 amps on a depleted battery. Analysis found that the reported event was related to an electrical issue.

Event description:
Medtronic received information that during a lab the navigation system main cart powers on for a brief period of time then turns off. The camera cart is unable to establish connection because of the main cart turning off. The camera cart is running on backup battery. The rep was unable to view the self-test. There was no patient present when this issue was identified.